Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the cable on the end of small grasping retractor instrument had broken off. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the small grasping retractor instrument was used on the patient. It collided with vessel sealer a couple of times. After the wire was exposed, there was an issue while moving instrument left to right. There were issues related to left/right (yaw) motion of the grips. A surgeon felt there were issues related to up/down (pitch) motion of the grips. There was one cable visibly protruding from the distal end of the instrument. The protruding cables(s) controlled up/down motion of the wrist. No fragment(s) fell into patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.